Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via email correspondence, blue material was observed flaking or crumbling from the exterior of several 4f 125 cm tempo aqua diagnostic catheters. No patient injury was reported. One of the devices clearly shows visible blue flakes within the packaging, while two additional units were pulled as a precaution. Each of the affected devices belongs to a different lot number, though the lot numbers are unknown. The storage room has an ultraviolet light that activates periodically during disinfection. However, the devices are stored hung in a cabinet that does not receive direct uv lighting. There was no damage to the packaging. The condition was noted after the product had been received and stored in the lab, prior to use. All units are expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported via email correspondence, blue material was seen flaking or crumbling from the exterior of four 4f 125 cm tempo aqua diagnostic catheters. No patient injury was reported. One was bio bagged; another one of the devices clearly shows visible blue flakes within the packaging; two additional units were pulled as a precaution. Each of the affected devices belongs to a different lot number, though the lot numbers are unknown. The storage room has an ultraviolet light that activates periodically during disinfection. However, the devices are stored hung in a cabinet that does not receive direct uv lighting. There was no damage to the packaging. The condition was noted after the product had been received and stored in the lab, prior to use. Three devices associated with this complaint have been evaluated under 2025-16505-1, 2025-16505-2, 2025-16505-3, 2025-16505-4. 2025-16505-1 a sterile 4f tempo aqua .038" 125 cm vert catheter was received coiled in a clear plastic bag. Visual and amplified inspections revealed no damage or anomalies, including on the strain relief. No evidence of manufacturing defects and/or assembly issues was found. 2025-16505-2 a sterile unit of catheter 4f tempo aqua .038" 125cm vert hydrophilic coating was received coiled inside a clear plastic bag. Visual inspection confirmed the strain relief was degraded with blue flakes present inside the packaging, and a yellowish coloration was noted on the hub. Amplified images were taken to document the observed condition. No other visible damages or anomalies were seen on the returned device components. Dimensional or functional testing was not performed to preserve the device in its received condition. 2025-16505-3 a sterile 4f tempo aqua .038" 125 cm vert catheter with hydrophilic coating was received coiled in a clear plastic bag. Visual inspection showed a degraded strain relief and yellowish coloration on the hub inside the sealed package. No other visible damage was seen. Amplified images were taken to document the condition. 2025-16505-4 a sterile 4f tempo aqua .038" 125 cm vert catheter with hydrophilic coating was received coiled in a clear plastic bag. Visual inspection showed a degraded strain relief and yellowish coloration on the hub inside the sealed package. No other visible damage was seen. Amplified images were taken to document the condition. 2025-16505-5 a non-sterile 4f tempo aqua .038" 125 cm vert catheter with hydrophilic coating was received coiled in a clear plastic bag. Visual inspection showed a degraded strain relief and yellowish coloration on the hub inside the sealed package. No other visible damage was seen. Amplified images were taken to document the condition. The reported malfunction ¿strain relief ¿ degradation¿ was seen on four of the five devices. The exact cause of the reported event cannot be found through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place.¿ based on the available information and product analysis, the cause of the ¿strain relief ¿ degradation¿ could not be found. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been started to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
Corrected cc: as reported via email correspondence, blue material was seen flaking or crumbling from the exterior of four 4f 125 cm tempo aqua diagnostic catheters. No patient injury was reported. One was bio bagged; another one of the devices clearly shows visible blue flakes within the packaging; two additional units were pulled as a precaution. Each of the affected devices belongs to a different lot number, though the lot numbers are unknown. The storage room has an ultraviolet light that activates periodically during disinfection. However, the devices are stored hung in a cabinet that does not receive direct uv lighting. There was no damage to the packaging. The condition was noted after the product had been received and stored in the lab, prior to use. Five devices were received and have been evaluated under: (B)(4). (B)(4). A sterile 4f tempo aqua .038" 125 cm vert catheter was received coiled in a clear plastic bag. Visual and amplified inspections revealed no damage or anomalies, including on the strain relief. No evidence of manufacturing defects and/or assembly issues was found. (B)(4). A sterile unit of catheter 4f tempo aqua .038" 125cm vert hydrophilic coating was received coiled inside a clear plastic bag. Visual inspection confirmed the strain relief was degraded with blue flakes present inside the packaging, and a yellowish coloration was noted on the hub. Amplified images were taken to document the observed condition. No other visible damages or anomalies were seen on the returned device components. Dimensional or functional testing was not performed to preserve the device in its received condition. (B)(4). A sterile 4f tempo aqua .038" 125 cm vert catheter with hydrophilic coating was received coiled in a clear plastic bag. Visual inspection showed a degraded strain relief and yellowish coloration on the hub inside the sealed package. No other visible damage was seen. Amplified images were taken to document the condition. (B)(4). A sterile 4f tempo aqua .038" 125 cm vert catheter with hydrophilic coating was received coiled in a clear plastic bag. Visual inspection showed a degraded strain relief and yellowish coloration on the hub inside the sealed package. No other visible damage was seen. Amplified images were taken to document the condition. (B)(4). A non-sterile 4f tempo aqua .038" 125 cm vert catheter with hydrophilic coating was received coiled in a clear plastic bag. Visual inspection showed a degraded strain relief and yellowish coloration on the hub inside the sealed package. No other visible damage was seen. Amplified images were taken to document the condition. The reported malfunction ¿strain relief ¿ degradation¿ was seen on four of the five devices. The exact cause of the reported event cannot be found through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place.¿ based on the available information and product analysis, the cause of the ¿strain relief ¿ degradation¿ could not be found. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been started to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.